Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Patient stated that they only lost signal in a dorm room. Dexcom representative advised the patient have the bluetooth on the smart device to forget the speakers and headset, and remove the batteries from a wireless video game controller if not in use. No additional patient or event information is available.